Event description:
Octreotide acetate dispensed 1518. 1548 mixed medication. 1553 used supplied 19g x 1 1/2 inch hypodermic safety needle. Unable to administer medication to left gluteus. Told patient unable to administer medication and patient agreeable for 2nd attempt and change needle to hypodermic needle-pro edge 20g x 1 inch. Aspirated medication and attempted to administer medication and still unable to given medication. Called witness, and patient agreeable for 3rd attempt of ocetreotide acetate. Hypodermic needle-pro edge 20g x 1 inch used and aspirated medication prior to 3rd failed attempt. Patient agreeable to reschedule for sandostation injection. Sandostatin lot # 378383, exp 2028-apr-30, 19gx1-1/2 needle lot#24g101 exp 2029-05-31 20gx1 needle lot#4353714 exp 2027-12-13 20gx1 needle lot#4353714, exp 2027-12-13. Novartis. Patient code: 4582. Device code: 2338. Ref reports: mw5182750, mw5182752.